Event description:
The report company received from user facility indicated that the procedure was treatment of a basilar tip aneurysm, and during placement of the first coil, the physician noted that the coil size did not fit. Therefore, the coil was withdrawn and was observed to be stretched/unraveled. Therefore, the microcatheter was withdrawn. There were no adverse effects to the patient.